Event description:
It was reported that the patient passed away due to brain death.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient outcome cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2022. The patient ultimately expired on (B)(6) 2022 due to brain death. No alarms or device-related issues were reported in association with the event. No further information regarding the event has been provided by the account at this time. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.